Event description:
Info received indicates the head section will not stay up.

Manufacturer narrative:
The technician found the block was letting fluid leak by the CPR valve inside the block. The technician replaced the block to repair the bed.